Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. A section of the IFU will be referenced as part of this investigation report. The IFU states, "use of the ez stabilizer is strongly recommended for all ez-io insertions". The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
During an ez-io needle insertion into the proximal tibia site of an elderly female it was difficulty. The user was unable to unscrew the stylet from the hub despite multiple attempts and the attempts resulted in dislodgement of the needle. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During an ez-io needle insertion into the proximal tibia site of an elderly female it was difficulty. The user was unable to unscrew the stylet from the hub despite multiple attempts and the attempts resulted in dislodgement of the needle. There was no patient injury.